Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a (B)(6) female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2013: ultrasound: essure confirmation test. Previously administered products included for an unreported indication: yaz. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("severe and permanent injuries") and back pain ("severe and persistent lower back pain"). In 2012, the patient experienced pelvic pain ("severe and persistent pelvic pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced migraine ("chronic migraines") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2013, the patient experienced arthralgia ("joint pain") and eye disorder ("vision / eye problems "). In (B)(6) 2013, the patient experienced pain in extremity ("leg pain"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant). In 2016, the patient experienced dizziness ("dizziness") and hirsutism ("facial hair growth") and was found to have hormone level abnormal ("hormonal changes"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced headache ("headache"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, migraine, pelvic pain, abdominal pain lower, back pain, pain in extremity, arthralgia, vaginal haemorrhage, dizziness, dysmenorrhoea, eye disorder, hormone level abnormal, hirsutism and headache outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye disorder, headache, hirsutism, hormone level abnormal, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the right and left essure micro-insert device are in the good position and appear occluded. Gas bubble artifacts visualized in the uterus. Most recent follow-up information incorporated above includes: on 5-dec-2018: mr received- lot number, lab data and new reporter were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 23-year-old female patient who had essure (batch no: 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2013 : ultrasound: essure confirmation test. Previously administered products included for an unreported indication: yaz. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced dyspareunia ("severe and permanent injuries") and back pain ("severe and persistent lower back pain"). In 2012, the patient experienced pelvic pain ("severe and persistent pelvic pain") and abdominal pain lower ("lower abdominal pain"). In august 2012, the patient experienced migraine ("chronic migraines") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2013, the patient experienced arthralgia ("joint pain") and eye disorder ("vision / eye problems "). In october 2013, the patient experienced pain in extremity ("leg pain"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant). In 2016, the patient experienced dizziness ("dizziness") and hirsutism ("facial hair growth") and was found to have hormone level abnormal ("hormonal changes"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced headache ("headache"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, migraine, pelvic pain, abdominal pain lower, back pain, pain in extremity, arthralgia, vaginal haemorrhage, dizziness, dysmenorrhoea, eye disorder, hormone level abnormal, hirsutism and headache outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye disorder, headache, hirsutism, hormone level abnormal, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: the right and left essure micro-insert device are in the good position and appear occluded. Gas bubble artifacts visualized in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.